Event description:
Procedure: radiofrequency neurotomy (left lumbar 3, 4, and 5). Abbott machine model nt, sn# (B)(4). Post procedure, patient's abbott grounding pad removed. A burn was found on patient's thigh. Upon placement of the grounding pad, the patient's skin was clean, dry, and intact. Quality reporting was conducted, and abbott was contacted immediately. Testing of the machine and the grounding pad was completed by abbott. Inconclusive findings. FDA safety report ids# (B)(4).